Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had moderate to severe pain, diffuse rle lymphedema, rom 0-90 with total rom 105 degrees, flexion contracture of 1-5 degrees, and moderate problems walking and with adls. There were no significant x-rays findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was a patient had a right total knee arthroplasty. Approximately 5 weeks post-op, the patient began to experience severe pain approximately. At the nine month post-op follow-up appointment, the patient reported severe pain and difficulties with ambulation and adls. All radiographic imaging displayed no significant findings and the knee was stable upon assessment. A brace was given at the 9 month follow-up to rule out any instability that could be contributing to the ongoing pain. All products remain implanted. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502807002 - femur trabecular metal cruciate retaining (cr) standard porous - 65905292. 42535007902 - 0â° spiked keel right size g osseoti tibia - 66622038. 42522100913 - articular surface medial congruent (mc) right 13 mm height use with tibia sizes. G-h/cr femur sizes 8-11 - 66198414 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.